Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2018-01-12 (rep): additional information was received from a manufacturer representative. It was reported that the cause of the volume discrepancy had not yet been determined. There were no further complications reported at this time.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 1000mcg/ml baclofen at 80mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient presented to a refill with signs of withdrawal. The hcp reported that the volume in the pump should've been 16ml, but 0ml was pulled from the pump. The patient was scheduled for a catheter and pump replacement.  It was reported that this patient also had intermittent episodes where it seemed like the therapy was not working. During the catheter and pump replacement it was discovered that the catheter was intrathecal, but had somehow looped caudal and the top was at the l5 level. The hcp thought it was too risky to find and retrieve the intrathecal segment so the physician retained a portion and tied off the cut end. It was reported that the issue was resolved at the time of the report. It was noted that the patient's status at the time of the report was "alive-no injury." It was reported the patient's dose of baclofen had been titrated down from 210mcg/day to 80mcg/day. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) tested over specification for dispense accuracy at 300mcl/day. The root cause was undetermined. Visual inspection of the hybrid (circuit board) and destructive analysis of the motor assembly did not identify any anomalies. Pressure testing did not identify any leaks or breaches in the internal pump tube. Interrogation of the pump during analysis found it to be delivering baclofen (1000mcg/ml at 210.1mcg/day), morphine (15mg/ml at 3.15 1mg/day), and bupivicaine (5mg/ml at 1.504mg/day). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to device codes to include (B)(4) and (B)(4) in addition to previously reported device codes. If information is provided in the future, a supplemental report will be issued.